Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during an cryoablation procedure involving a polarsheath, transient st segment elevation was observed after transeptal puncture prior to the first ablation. No air embolism was observed. No medical or surgical interventions were required, as the elevation resolved on its own within five minutes. The patient is fine and the procedure was completed successfully. The cause of the transient st segment elevation is unknown.